Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the medium-large clip applier instrument did not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the reporter to obtain additional information. The reporter was not present in the operating room that day, but he asked the nurses and the doctors for information. The incident with the medium-large clip applier instrument occurred prior to clip application, while the instrument was inside the patient. The specific issue the surgeon experienced was related to unexpected motion of the instrument while attempting to clip (e.g., the instrument¿s jaw swayed to the side). The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (10mm for medium-large clip applier). The issue was resolved by using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument housing was removed, and the inspection found a corroded identification board. The radio frequency identifier device (rfid) substrate exhibited extensive discoloration. The corrosion reduced the electrical connectivity of the board, affecting the rfid information from being accessed by the system, resulting in a recognition failure upon install. Additional observation related to the customer's reported complaint: the instrument was installed on an in-house system and failed the recognition test. The instrument information found in the rfid could not be detected.